Manufacturer narrative:
Follow-up # 1 ¿ (04/14/2015).the patient¿s test strips #3619191 and #3717581 have been returned on 2/27/2015 and evaluated by lifescan product analysis on 3/27/2015 with the following findings: the test strips #3619191 involved with this complaint failed testing. When test strips #3619191 were tested with control solution, an error 4 was observed with no assignable cause found. The test strips #3717581 were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.